Manufacturer narrative:
H6: ventec received the device for evaluation and repair. Ventec opened the device in order to perform a visual inspection and observe that the internal flow transducer (ift) cable was not fully seated, which was causing a different (unrelated) issue. Ventec then reseated the ift cable which allowed ventec to proceed with the device evaluation, where the reported issue of it being unable to maintain peep (positive end expiratory pressure) could not be duplicated. Proper device operation was confirmed through functional and performance testing. Based on the evidence available, however, it is reasonable to conclude that the ift cable not being fully seated could have caused the device to not maintain peep. The investigation determined that the cause of the reported issue was that the ift cable was not fully seated.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure). There were no reports of patient involvement associated with the reported event.